Manufacturer narrative:
Additional information received reported that the an artisse device had been used in the procedure. The artisse is not commercially distributed in the united states, nor is it similar device. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the patient had been implanted with an artisse device. The cardiac peri arrest was due to a vasovagal episode. It led to decreased blood pressure on the night after the procedure. Metaraminol was given, and there was a transfusion of one unit of red blood cells. The patient had undergone treatment for a saccular aneurysm located in the midline anterior communicating artery. The max diameter was 3.7mm, the dome height was 4.7mm, the dome width was 4.5mm, and the neck size was 3.5mm. It was noted there was significant stasis in the aneurysm at the end of the procedure, and the raymond and roy score was class 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was peri arrest with onset date of (B)(6) 2025. This event led to prolongation of existing hospitalization. Adverse event (ae) was not treated in another manner, blood transfusion, percutaneous intervention, physical therapy, or surgical procedure. The outcome status is recovered/resolved on (B)(6) 2025. Ae did not result in a diagnostic procedure or test being performed. Ae occurred post-procedure. Ae not related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. There was peri arrest decreased blood pressure on the night after the procedure, patient remained conscious. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention, and was not considered life-threatening. The site assessed this event as possibly related to the antiplatelet medication and study procedure, and not related to the study device and study ancillary device. The patient's medical history includes facial droop, and previous smoker.

Manufacturer narrative:
B5 updated with additional information received. H6. Patient coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported patient experienced hematoma surrounding right femoral vessel with retroperitoneal extension. No other information regarding the hematoma was reported.